Event description:
It was reported that while in the intensive care unit, the patient had a severe seizure. During the seizure, the nurses noticed that the patient was pulseless and began to administer cardio-pulmonary resuscitation (CPR). During the CPR the patient received several inappropriate shocks due to non-physiologic noise oversensing on the right ventricular (rv) lead. When the patient recovered and CPR was stopped, the oversensing/shocks also stopped. A device interrogation after the incident indicated normal lead function. The rv lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action.  Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. Concomitant medical products: product ID: d224trk ICD, implanted: (B)(6) 2011, product ID: sdr303b ipg, implanted: (B)(6) 2001. Product ID: 4965-35, lead. Implanted: (B)(6) 2001, product ID: 4076-45 lead. Implanted: (B)(6) 2011, product ID: 4194-78 lead. Implanted: (B)(6) 2011. (B)(4).